Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two probes did not work during a vitrectomy surgery. The product was replaced and the procedure was completed. Additional information and product samples were requested. No additional details have been received at this time.

Manufacturer narrative:
No probe sample were returned for evaluation for this report; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot number was provided, the root cause for customer's reported issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three probe samples were returned for evaluation. No lot number was identified and confirmed with this complaint; therefore, a lot history review could not be conducted. Sample a: the returned sample was visually inspected and deemed nonconforming. The needle was cracked and almost completed broken off just above the stiffener sleeve. Functional testing could not be performed due to the damage to the needle. Sample b: the returned sample was visually inspected and deemed nonconforming. The cutter was in the closed port position. Actuation testing was performed and deemed nonconforming. The cutter did not move and remained in the closed position. Aspiration and cut testing was not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. Sample c: the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation cannot confirm two of the probes had a quality issue that prevented the probes from working. One probe met specification for functional testing and one probe had damage that prevented any testing. One probe was confirmed to have a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that during the surgery of the probe, the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been opened to address reports of a similar nature. (B)(4).